Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient accidentally touched the end of the transfer set. On an unknown date, the patient was hospitalized for the peritonitis event. On an unknown date, the patient began antibiotic therapy (drug name, dose, route, and frequency unknown). Pd therapy was temporarily discontinued and the patient was placed on back up hemodialysis (start and end date unknown). On an unknown date, the patient was discharged from the hospital, antibiotic therapy was discontinued and pd therapy was resumed. On an unknown date, the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.